Manufacturer narrative:
It was reported by the customer that they had an extension set leaking. One sample and one photo material mpx5300-c was submitted for quality investigation. Evaluation of the photo provided shows a syringe connected to the y-site port of the extension set assembly. The photo does not show how the y-site connection is loose or separating from the syringe. Evaluation of the sample started with a visual examination of the y-site connector that is suspected of leakage. There were no visual damages or abnormalities identified during the visual inspection. The sample was then connected to a bd 10 ml syringe filled with water. A fluid push was conducted to determine if there was leakage. Leakage was noticed coming from the connection point between the y-site body and the syringe. An additional test was conducted to eliminate the possibly of the syringe causing the leakage issue by attaching a sample bd stopcock in between the y-site connector and the syringe. The same leakage was noticed at the y-site threaded connector. The customer complaint of loose component - leak was verified. The investigation was continued at the manufacturing facility. During the investigation of the component, a small pinhole was identified at the top of the blue insert of the smartsite. Additionally, a crack in the white luer connector was identified. The pinhole indicates that a sharp luer or needle may have been used with the connector. The crack in the white luer cap indicates that the luer may have been overtightened. The crack in the white luer cap is the main cause for the leakage, however, it could not be determined how the luer was cracked. The possible reason for the crack is that the luer connection was overtightened or a luer connection that was not compatible was used. Due to the different possibilities for the damage an exact root cause for the damage could not be determined. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxplus pressure rated extension set with needleless connector and y-site was leaking the following information was received by the initial reporter with the following verbatim: translation of customer email in french: ICU contacted me...and unfortunately they had an extension set leaking and the patient had high pressure because he wasn't getting the medication... She kept the tubing, but she doesn't have the lot number. This is the third time ICU has had these incidents, but the other two times were never reported.